Manufacturer narrative:
Device not evaluated as customer did not return unit because customer agreed that the resulting burn was due to use of oil instead of gel. Manufacturer instructions recommend use of gel.

Event description:
Patient underwent treatment for wrinkle reduction and suffered an epidermal skin burn to the forehead. Operator indicated oil was used instead of the recommended gel, and resulted in burns between eyebrows, skin, and forehead.